Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Approximately three years later two endurant aortic cuffs were implanted due to aneurx migration and proximal type I endoleak due to disease progression and aortic neck dilatation. The patient recently presented emergently with abdominal pain. It was reported that a CT was performed and revealed that the aneurx stent graft has migrated distally into the aneurysm sac and there is a type iii separation between the aneurx and the 28x28x49 endurant cuff resulting in an 8 cm ruptured aneurysm. The physician implanted four additional endurant aortic cuffs two 28x82, one 32x49, one 36x49 and the migration and type iii separation endoleak were resolved. However the following day the patient develop dic (disseminated intravascular coagulation) and expired. The physician stated that the cause of the migration and type iii separation endoleak was related to the patient anatomy of disease progression due to angulation and aortic neck dilatation. The physician stated that the cause of death was related to the aneurysm rupture and dic and not related to the four endurant cuffs that were recently implanted as they performed as intended. No additional clinical sequelae were reported.